Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to properly communicate with a monitor. The cause for the failure was isolated to shorted esd700 diode array on the distribution node pca. A root cause investigation determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca and damaging the eds700 diode array on the distribution node pca. Manufacture dates: monitor: 4/11/2018, electrode belt: 3/26/2012.

Event description:
A us distributor contacted zoll to report that a patient was treated and then passed away on (B)(6) 2019 while wearing the lifevest. It was reported that the patient was in the emergency room for an unrelated issue on (B)(6) 2019 with his sister present at the time of the alleged treatment. It was reported that "the patient's eyes rolled back and he began to seize". The patient was allegedly treated twice during the seizure. It was reported that the patient regained consciousness after the second treatment was delivered and was transferred to an ICU. The patient reportedly passed away on the morning of (B)(6) 2019 while wearing the lifevest in the ICU. It was reported by the patient's nurse that the patient was wearing the lifevest at the time of passing and that the patient was in ventricular tachycardia (vt), however the device did not deliver a treatment to the patient. The alleged treatment event on (B)(6) 2019 and the allegation that the lifevest did not treat the patient on (B)(6) 2019 prior to passing cannot be confirmed due to thermal damage to the monitor. Reporting this event along with the device malfunctions out of an abundance of caution as the allegation was made by a medical professional.